Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), b3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller reported the patient's device wouldn't hold a charge; agent asked the caller if they were referring to the controller battery or ins and caller said that they weren't sure. Caller stated the patient got a message today on the controller that said there was a response issue and to call medtronic so the pt couldn't charge the device. Agent asked the caller to connect the controller to the ac power supply without the battery pack inserted, however caller said that they didn't have the power supply. Caller only had the controller present during the call and the pt was also not present during the call. Caller then said that the controller charged from the wall and that the pt couldn't recharge the ins so the ins was dead. Agent asked the caller to call ps back once they had all of the equipment present with the pt present as well for further trouble shooting. When asked for the event date, caller said that it was about two or three weeks ago. Additional information was received. It was reported that they had tried to contact someone a half dozen times and had been waiting for a call back from their doctor or manufacturer representative (rep) for weeks and never had success getting ahold of anyone else for assistance with the previously documented issue; agent asked, caller didn't know name of the reps they thought they were leaving messages for. Caller was able to elaborate further on the issues that had been happening - rm03 and 'failure to recharge' message (agent suspected might have been 'recharger problem' screen) had been coming up when the pt would try to charge the ins. Caller also mentioned they though the implantable neurostimulator (ins) had been heating internally. When agent asked, they couldn't confirm whether heating was the ins or if may have been the external recharger instead. Agent had caller examine all equipment connection pins and entirety of recharger, but they found no visible damages. Caller mentioned the pt had been without stimulation for about a week now. Agent advised the pt to follow-up with their healthcare provider (hcp) if they still feel as though the internal ins is getting hot. A replacement recharger (rtm) was sent out.